Event description:
The thunderbeat handpiece was plugged into the generator and when the handpiece was activated the first time it worked per usual. While another attempt was made to activate the handpiece a second time, the handpiece gave an error code and would not work. The cord was unplugged and plugged back in. The handpiece was activated and it worked once. When the physician went to activate the handpiece again it did not work and gave an error code again. The handpiece was taken off the field and a new one was opened. The second/new handpiece worked fine without incidence. No harm came to the patient.